Event description:
It was reported the atrial lead demonstrated loss of capture and had become dislodged after a routine device change out procedure. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Also, the distal end electrode was observed to have blood on the sleevehead. The analyst commented that electrical resistance and cross continuity test results were within specifications. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.